Event description:
Customer reporting 1 discordant sofia sars result for 1 patient as compared to an alternate rapid antigen assay. Sofia sars test resulted as positive while alternate rapid antigen assay resulted negative. Confirmation testing was not done. It is unknown if patient was symptomatic or asymptomatic.

Manufacturer narrative:
Investigation summary: a review of the DHR did not find any issues relating to the reported problem. A review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.